Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set needle fell out and was not connected on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available